Event description:
Driver being used during when it broke.====================== manufacturer response for driver (neurologial screw driver), driver (per site reporter).====================== advised manufacturer's rep that we will return upon advise from company that we will receive info on their findings.